Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed falsely elevated magnesium results on the architect c8000 analyzer. The following data was provided: sid (B)(6) initial 5.3 meq/l, repeat 2.7. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and on-site investigation of the instrument. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Instrument field service replaced the cuvette dryer tip (ln 09d51-02) which was worn out from normal use. Field service replaced the cuvette dryer tip and also aligned the mixers and serviced the degasser unit. In addition to the actions taken by field service, the customer washed the cuvettes and verified system performance with an acceptable precision run, all of which resolved the issue. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.